Manufacturer narrative:
Device evaluation: the device was evaluated under microscope and scarce amount of viscoelastic was observed. The plunger and pushrod was observed in advanced position. No lens was observed in the device. No issues found. The reported issue haptic detached was not verified. Based on the product returned evaluation a product quality deficiency or product malfunction could not be determined. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted; give date: n/a (not applicable). The intraocular lens was inserted and removed during the same procedure. If explanted; give date: n/a (not applicable). The intraocular lens was inserted and removed during the same procedure. Phone: (B)(6) device evaluation: material was not returned. Therefore, the sample evaluation could not be performed, and the reported issue could not be verified. The complaint cannot be confirmed and either a product deficiency can be confirmed. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no additional complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that pcb00 lens during surgery did not have the second haptic when implanted into the patients' eye. Lens was implanted and removed after that. No further information available.